Event description:
Healthcare professional reported left side capsular contracture baker grade iii and secondary waterfall symptom. Device has been explanted and was not replaced.

Manufacturer narrative:
(B)(6). Health effect - impact code continued: f2203 - imaging required. Visual analysis: visual analysis of the photographs identified: capsular contracture: : in the photo observed two devices with biological tissue, but it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, secondary waterfall symptom.